Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check with the customer did not identify source of occlusion. Customer changed pump supplies to resolve the issue and insulin therapy was resumed.